Event description:
On 6/24/98, the facility's manager, general services informed the MFR's sales rep of the following: while preparing the device for implant, one side of this dual device did not flush. The device was in the sterile field, but was not implanted. The device was scheduled to be returned to the MFR for analysis. No further details were provided at this time.